Event description:
A customer in (B)(6) contacted biomérieux to report a false negative cefoxitin screen (oxsf) result for (B)(6) in association with the vitek® 2 ast-p632 test kit. The isolate was detected as (B)(6) via disk diffusion. The isolate was also cultivated on (B)(6) selective media; growth was observed indicating (B)(6). There is no indication or report from the laboratory or physician to biomérieux that the discrepant result(s) led to any adverse event related to the patient's state of health. Biomérieux requested strain submittal from the customer. A biomérieux internal investigation has been initiated. This event has been reviewed for vigilance reporting in accordance with 21 cfr 803, concerning medical device reporting. Biomérieux internal sop (B)(4) states erroneous test results / incorrect ID results could have a negative impact on treatment and potentially lead to unnecessary treatment. This review has determined that this event meets the criteria for reporting. Although this event does not allege that death or serious injury actually occurred, it has been determined that there is potential for serious injury should the situation recur.

Manufacturer narrative:
An investigation was initiated due to a false negative cefoxitin screen test (oxsf) and a false susceptible oxacillin (ox) results for a staphylococcus aureus from patient isolate associated with vitek® 2 v7.01 software, ast-p632 card. The isolate was submitted for evaluation. The presence of mrsa strain was confirmed by pcr meca positive. The reference method (agar dilution) for oxacillin (ox) gave susceptible results (ox mic = 2 mg/l s). The disc diffusion for cefoxitin (fox) gave : d=18 mm resistant tests performed on the impacted p632 card and the vitek 2 system v7.01 (aes parameters : eucast + phenotypic) : two ast-p632 cards (one from customer lot # 7320600403,cl and one from a lot used as random lot # 7320565403,rl) were tested from cba (cos bmx) subculture : - cl and rl: ox mic = 1 mg/l s, oxsf negative test with "acq pase or modification of pbp, acquired penicillinase" phenotype. - the vitek 2 ox values are within essential agreement compared to the reference mic (2 mg/l ), and no category error. - the negative oxsf tests are not correlated with the disc diffusion result (fox kb r). A trend analysis showed no out-of-control points for either false negative oxsf results or false susceptible ox results, and a review of complaints did not indicate a trend for this card lot. In conclusion, the customer false negative oxsf results were reproduced internally due to very late growth in the cards for this strain.